Manufacturer narrative:
Continuation of d10: product ID 8781 (serial: (B)(6)); product type: 0184-catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient had recurrent pain at the implant sites. They were instructed to wear an abdominal binder. Examination reveals the pump is flipping within the pocket. The patient also had difficulty activating their ptm, possibly secondary to pump inversion. The patient presented to the emergency department due to the pump site pain where he was instructed to follow up with pain management. Secondary to this event, and others, the patient has elected to have the pump explanted but he later canceled his pump explant and declined a follow-up visit. No further action taken or planned.